Event description:
This rv lead was implanted on (B)(6) 2002, and remains implanted as of the present. A call placed to technical services on 05/29/2018 , stating that this lead exhibited impedance issue, impedance measurement was less than 3000 ohms. On (B)(6) 2018, lead safety switch also tripped. The following physician was dr. (B)(6), at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).